Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient underwent surgery for a malignant tumor in the oral cavity. No air leakage from the cuff was detected before use. However, after placement, air leakage occurred from the cuff. Another set of consumables with the same batch number was replaced, and the surgery continued without further similar defects. There was a patient involvement and there were no additional adverse consequences.